Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. The customer reported condition was confirmed. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical portex north polar ivory endotracheal tube was leaking while the tube was inside the patient. Another tube needed to be inserted to replace the leaking tube. No reported adverse patient effects.